Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0c3bm, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0c3bm, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient experienced a shocking and jolting sensation. It was noted the patient was feeling a shocking sensation when the implantable neurostimulator (ins) was turned on and when turned off. It was further noted the patient had an uncomfortable sensation for a shocking sensation in the device pocket. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.